Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern for alcl.

Event description:
Healthcare professional reported left side removal due to "concerned for alcl", capsular contracture, baker grade ii and rupture. Device has been explanted and replaced with non-allergan implant.